Event description:
Anesthesiologist encountered difficulty intubating pt in operating room for thyroidectomy. Endotracheal tube was withdrawn and it was noted that fine wire from inner part of tube was protruding externally. There was no harm.